Manufacturer narrative:
The follow up report is issued as nobel biocare became aware of new information regarding the mat. Number which was updated and unknown at the date of initial submission.

Event description:
Implant failed due to due to the wrong size being used.

Event description:
Implant failed due to due to the wrong size being used.